Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4) device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon would not inflate. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a